Event description:
The information provided to sjm indicated four years postoperatively, the patient presented to the hospital and echocardiography demonstrated aortic insufficiency. The patient also showed signs of kidney related issues. Medical management included administration of steroids. The valve was explanted and replaced with a 23 mm valve from another manufacturer. Postoperatively, the patient was reported to be fine.